Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between october 15th, 2019 and april 22nd, 2020, the rv sensing amplitude was initially recorded greater than 15mv, before in (B)(6) 2019 the amplitude started to gradually drop onto approximately 9mv in the end of the recorded period. The rv pacing impedance was initially recorded at 750ohms before it abruptly dropped onto 450ohms in the end of the recorded period. The rv shock impedance was initially recorded at 600ohms before it dropped onto 300ohms in the end of the recorded period. In the provided iegm episodes artifacts were visible in the rv channel, which led to the reported inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 75 months after implantation the patient received inappropriate shocks and was sent to the emergency room. A magnet was placed and the patient was admitted for revision.